Manufacturer narrative:
Model number/catalog number: 72404130. Serial number: n/a batch/lot number: 666514012. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 671186006. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4) the device is not available for analysis; therefore, no physical analysis of the product could be performed. Urinary incontinence and fluid leak are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician identified a source of fluid loss from the pressure regulating balloon (prb), which was found to be empty and was stated to have contributed to the urinary incontinence; however, the exact location of the damage on the balloon could not be identified. The device was explanted and replaced. There were no further patient complications.